Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, scissoring occurred at the 1st firing. The scissored clip was removed from the patient. There was neither unexpected resistance nor noise in firing. After the event, the device was fired out of the patient and the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw misaligned, scissored clip, ejected clip. The analysis results of the er420 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device and due to the misaligned condition of the jaws 4 scissored clips were formed and 7 clips were ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.